Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out again if any issues reappeared.